Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged during a device replacement procedure, exhibited low threshold and dislodgement was confirmed by x-ray at a later date. It was also reported that the replacement rv lead exhibited placement difficulty and had dislodged. It was also reported that the second replacement rv lead was attempted but was dislodged twice and therefore five to ten rotations were confirmed on fluoroscopy and several sites were attempted. It was also reported that myocardial tissue was confirmed on the tip of the lead extraction screw when the lead was removed. Since it was considered that additional lead dislodgements were due to the weakness of the myocardium it was decided to replace with a tined lead in the cardiac apex. No patient complications have been reported as a result of this event.